Manufacturer narrative:
Of the 18 allegations of a malfunction, 12 pumps were returned to animas and investigated. Of the investigated pumps, 11 were found to be malfunctioning due to a moisture issue. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 5</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cloudy issue. These reports were received from various sources. The patients associated with this allegation ranged from 37-66 years of age and between 140 and 220 pounds. Of the reported patients, 3 were male and 2 were female.